Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. D10: 320-42-03 - 145-deg pe 42mm hum liner +2.5: (B)(6). 300-01-13 - equinoxe, hum stem primary, press fit 13mm: (B)(6). 320-06-42 - glenosphere 42mm: (B)(6). 320-10-05 - equinoxe rev tray adap plate tray +5: (B)(6). 320-15-01 - eq rev glenoid plate: (B)(6). 320-15-05 - eq rev locking screw: (B)(6). 320-20-00 - eq reverse torque defining screw kit: (B)(6). 320-20-34 - eq rev compres scr lck cap kit, 4.5 x 34mm: (B)(6). 320-20-34 - eq rev compres scr lck cap kit, 4.5 x 34mm: (B)(6). 320-20-34 - eq rev compres scr lck cap kit, 4.5 x 34mm: (B)(6). 320-20-38 - eq rev compres scr lck cap kit, 4.5 x 38mm: (B)(6). 320-42-03 - 145-deg pe 42mm hum liner +2.5: (B)(6). 321-20-00 - equinoxe reverse shoulder drill kit: (B)(6). 321-52-07 - 3.2mm drill bit sterile: (B)(6).

Event description:
As reported, approximately 2 years and 7 months post the initial left reverse total shoulder arthroplasty, the patient was brought back with shoulder instability. The shoulder was dislocated. The poly liner, torque screw and humeral tray were removed. The surgeon opted to trial with a +15 setup. This was found to be well stable. A new +15 tray, torque screw and 42 +0 constrained liner were implanted. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.